Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The defective clamp was investigated and the issue was reproduced. After internal visual inspection, it was identified that the the connectors for the light barrier were not correctly plugged in. Once the connections were restored the device worked properly.

Event description:
Livanova received a report stating that an s5 erc tubing clamp / 620mm was giving the error message "arterial clamp defective" immediately after the blood flow was stopped for weaning. In addition the clamp function buttons on the cp5 disappeared and the clamp was removed. There was no report of patient injury.